Event description:
It was reported that during a knee procedure, the provisional fractured during insertion. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4) reported event was confirmed by review of photograph. Performed a visual inspection of the photograph and found it to exhibit signs of repeated use (nicked / gouged) and has fractured below the post across the lateral side. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.